Event description:
The MFR has received notification that the implant surgery of a pt, which involved a size 21 carbo-seal product, lasted an add'l three hours due to bleeding through the suture holes of the conduit.